Manufacturer narrative:
Multiple follow-ups were conducted to obtain additional information; however, requested information has not been provided. Once the evaluation is completed and new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed to achieve primary stability. The implant was reported to be not engaging with a 3.0 osteotomy. A larger implant 3.5 was used instead. It was unknown if there was injury to the patient.

Manufacturer narrative:
The device was returned and evaluated. A visual and microscopic inspection was performed and no deviations were found. The critical parameters of the implant were measured and no defects, no non-conformities, nor deviations were found. The threads were intact and the part met specification. A lot number was received with the product and a device history record review (DHR) was conducted. There was no evidence discovered to indicate that a product defect, or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for failure to achieve primary stability is inconclusive and specific to each case, probable could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading can also be a factor. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. Precautions are provided in the IFU that state, "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." This event will be tracked and trended.